Event description:
New information received states that far p wave oversensing was observed via merlin.net. The device was reprogrammed. Patient monitoring will continue.

Event description:
It was reported that during device implant atrial pacing was being sensed in the ventricle causing oversensing crosstalk. The device was reprogrammed. The following morning crosstalk was still observed. The device was temporarily reprogrammed awaiting further evaluation.

Event description:
New information received states that another instance of far p wave oversensing was observed. Patient was asymptomatic. Further device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.